Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the products were not returned and an investigation could not be performed. DHR review was conducted as far as possible and showed no issues, no further investigation possible as there was no material available. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported lcp drill sleeves were unable to secure into the reported plate hole during surgery of distal ulna fracture. The surgery has completed by inserting 3 cortex screws to the proximal region. The surgery was complete with a delay, but the specific length of the delay is unknown. No adverse consequences were reported. This report is 1 of 2 for (B)(4).